Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The patient via a manufacturer representative reported that they were experiencing intermittent changes in their stimulation that had caused a shocking sensation and brought them to their knees. The issues occurred during normal use. Group impedance and regular impedance testing was done and all were within range. The patient status was listed as alive- no injury at the time of this report. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.